Event description:
It was reported that on (B)(6) 2008, x-rays noted a compression fracture of the vertebral body at l2 with approximately 25% loss of height anteriorly. Degenerative change is noted about the lumbar spine including spurring and decreased joint space which is most prominent at the l3-4 and l4-5 levels. On (B)(6) 2008, x-rays noted the hardware has been removed and the alignment shows no evidence of interval change. Impression of the films included ¿stable appearance of the lumbar spine postoperatively¿. On (B)(6) 2008 the patient was seen for follow-up and was prescribed lortab and was noted to have a tens unit, on (B)(6) 2008, the patient underwent a CT with contrast of the abdomen and pelvis for abdominal pain and potential abdominal mass. Impression of the study included ¿no acute abnormality identifies in the abdomen or pelvis. Specifically, there is no evidence of abdominal/abdominal wall mass. A very small fat containing umbilical hernia is unchanged compared to the prior examination. On (B)(6) 2008, x-rays showed ¿mild to moderate spondylosis and facet hypertrophy is noted throughout. However these changes are worse at l2 through l5.¿ osseous fusion is noted from l2-l5 with no evidence of hardware failure or loosening. A stable compression fracture of the superior endplate of l2. No evidence of retropulsion or anterior spondylolisthesis. She was seen for follow-up and is noted to have difficulty ambulating from her chair, but is noted to be able to walk. She was prescribed lorcet plus. On (B)(6) 2008, x-rays were compared against the (B)(6) 2008 films and noted a slight compression of l2 and degenerative changes to the facets. No interval change. The patient was seen by her surgeon who was pleased with the results of her hardware. Due to the patient¿s pain complaints, she received a trochanteric bursa injection. On (B)(6) 2008 the patient was seen for follow-up and complained of soreness which included the lumbar spine, lateral buttock, abdomen, and chest. She is noted to have difficulty with mobilization and use of a wheelchair and walker. ¿this has been stable for quite some time.¿ the patient was noted to have been involved with in stay home health therapy off and on since 2004. She is considered to have met maximum medical improvement. On (B)(6) 2008, x-rays were compared to the (B)(6) 2008 films and the impression included: stable positioning/appearance of the posterior stabilization device at l3-l4 and no acute fracture/subluxation. The patient was seen for increased pain on the left side of her shoulder. She was noted to have a hunched forward posture. On (B)(6) 2008, a CT of the lumbar spine was compared to previous lumbar spine CT dated (B)(6) 2007. Findings included: persistent dextro scoliosis of the lumbar spine, mild compression fracture of the l2 vertebral body, and significant bilateral hypertrophy of the l1-2 facets and bilateral mild neural foramen stenosis at l2-3, l3-4, and l4-5. A thoracic MRI noted normal alignment with scoliotic curvature, vertebral heights and marrow signal intensities are normal, no fractures or subluxations, disc desiccation is noted throughout, no significant spurring or disk protrusions, central canal and foramina are patent, and the thoracic cord is uniform in signal and caliber with no focal abnormalities identified. Impression included ¿no significant abnormality of the thoracic spine¿. On (B)(6) 2009 the patient returned for a follow-up visit and is noted to be unable to stand and walk around and was diagnose with pseudoarthrosis at l2-3. Infuse surgery: on (B)(6) 2009 the patient underwent an xlif with interbody fusion device and anterolateral instrumentation and plating with nuvasive cages and instrumentation, forma collegen bone graft matrix, and infuse for l2-3 pseudoarthrosis. ¿indications for the procedure: the patient is a (B)(6) female¿[with] previous lumbar spine surgery for her scoliosis. She developed a solid fusion; however, l2-3 level was found to have pseudoarthrosis after she complained of extreme back pain and inability to straighten up her back.¿ on (B)(6) 2009, x-rays were compared with the (B)(6) 2008 films. The findings included chronic generalized osteoporosis and significant diffuse spondylosis. On (B)(6) 2009 the patient was seen by her surgeon for follow-up. He noted that she has done well with the surgery and that the patient feels her back is becoming straighter and her pain is decreasing and her back is steadier. She was prescribed physical therapy. She continues to have soreness in the left lower back area. On (B)(6) 2009 a radiologic osseous survey noted degenerative changes throughout the spine. On (B)(6) 2009, x-ray findings noted the degree of compression of the l2 vertebral body is stable. No evidence of loosening or failure of hardware. The patient was seen by her surgeon for follow-up. He noted that she has done well from the surgery and that her pain is under control. She continues to go to aqua therapy which has helped tremendously. On (B)(6) 2009 x-ray findings included ¿again demonstrated is lateral spinal fusion of l2-l3 with a disk spacer and posterior spinal fusion of l3-l$. There is no evidence for hardware failure or loosening. There is dextroroto scoliosus centered at l2-l3. There is a compression deformity of l2 and bony fusion of l3-l4 which are not significantly changed from the prior study.¿ no interval change. On (B)(6) 2009 MRI was compared with (B)(6) 2007 and findings included: l2-3 mild bilateral facet djd causing mild bilateral foraminal narrowing; l3-4 severe degenerative disk disease and slight anterolisthesis of l3 over l4 uncovering of the disk and a minor generalized disk bulge. There is severe left foraminal stenosis and mild right foraminal stenosis; l4-5 moderate degenerative disc disease. There is bulky facet djd. There is mild to moderate left and mild right foraminal stenosis. There is no canal stenosis; l5-s1 mild degenerative disk disease and a minor generalized disk bulge. There is mile facet djd. There is moderate right foraminal stenosis with moderate flattening of the existing right nerve root. There is no significant left foraminal or central canal stenosis. Impression included: surgical changes without evidence of central canal stenosis and no evidence of herniated disk. Lumbar dextroscoliosis and multilevel degenerative changes with severe left foraminal stenosis at l3-4 and moderate right foraminal stenosis at l5-s1. On (B)(6) 2009 x-rays are compared against (B)(6) 2009 films. The impression includes: no findings of hardware failure or loosening and stable findings overall. The patient was seen by her surgeon for a follow-up visit. She was noted as doing well and to be complaining of back pain which has been present for a long time. The patient was noted to be doing aqua therapy and was prescribed aerobic exercises and lumbosacral corset. On (B)(6) 2010 x-ray findings include no acute fracture. Spinal alignment is unremarkable. Multilevel degenerative changes. Hardware is intact and no acute osseous process. The patient was noted to be on neurontin. The patient was noted to utilize a rolling walker and upon physical exam, it was noted that her neurological status is unchanged from the physician¿s previous exam in 2008. She was prescribed ultram 50mg 3x/day and an anti-inflammatory and tylenol combination. She was noted to be at maximum medical improvement and to have been given adequate therapy and equipment in the past. February 2010 the patient fell on concrete and pain has worsened. On (B)(6) 2010 CT myelogram was performed due to back pain and the impression included extensive post fusion changes from t12-l5 with associated spondylitic changes. On (B)(6) 2010 the patient underwent l3-4, l4-5, and l5-s1 microforaminotomies for low back pain, bilateral hip pain, and right lower extremity pain. Preoperative diagnosis: lumbar spondylosis/stenosis with right lower extremity radiculopathy. She was also noted to have failed back syndrome. On (B)(6) 2010 x-rays noted osteopenia of the lumbar spine. On (B)(6) 2010 MRI noted foraminal narrowing most pronounced at the right l5-s1 level. On (B)(6) 2010 the patient was seen for follow-up and was noted to have failed back syndrome. She underwent re-operation lumbar decompression on the right at l4-5 and l5-s1 with foraminotomies and microdisection for lumbar spondylosis. On (B)(6) 2010 the patient complained of right sided groin pain with occasional low back pain radiating down to her posterior thighs. MRI from (B)(6) 2010 was noted to show mild osteoarthritic changes. On (B)(6) 2010 chest x-ray findings include osteopenic bones. On (B)(6) 2010 letter to the patient¿s physician noted that since the (B)(6) 2010 surgery, the patient had resolution of her right lower ex tremity and groin pain and improving soreness to the mid portion of her back. She was prescribed to resume aqua therapy and to continue use of her rigid tlso brace. On (B)(6) 2012 the patient was seen complaining of bilateral low back pain radiating to right hip and leg with burning in her lower back and right leg, and numbness/tingling in her back and right leg. The patient noted the symptoms began around (B)(6) and has been treated with steroid injections and pain medication with no relief. The assessment included chronic, not controlled lumbosacral spondylosis.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.